Event description:
Customer tested on the finger with the freestyle meter and received a reading of 78 mg/dl. The customer felt low at this time, but reported that the reading was about their normal range. The customer took insulin to cover their upcoming meal. Within the next couple of hours the customer "bottomed out." A freestyle reading of 85 mg/dl was obtained. The customer felt much lower than that. The customer's spouse transported the customer to the hospital where customer was treated with dextrose. A lab test taken more than 15 minutes after the last freestyle test revealed a measurement of 22 mg/dl.